Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, a left side rupture. And "have been recalled". Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ paresthesia: unable to observe since it is not related to the device. ¿ chronic fatigue syndrome: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side rupture and "have been recalled". Healthcare professional later reported "breast pain + worsening numbness and tingling down her left arm + widespread joint pains & fatigue". Device has been explanted.